Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor, damaging internal wires. The cause of the failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's was experiencing "adjust belt" and "check therapy pad" messages.